Event description:
It was reported to manufacturer that the physician experienced communication difficulties while attempting to interrogate a vns patients pulse generator at a routine follow up visit. Troubleshooting was performed by the physician and singled out the programming wand as the problematic device causing the communication difficulties. The problematic wand was returned for product analysis. The laboratory analysis revealed that the serial data cable contained an intermittent conductor which caused the communication problems. The problematic cable was replaced with a known working cable and the communication difficulties resolved.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.